Manufacturer narrative:
One used cassette was received for investigation. The reported issue could not be verified. No alarming "no disposable" message was activated when attaching and infusing the cassette with the pump. No damage was found on the cassette during visual inspection. The complaint was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for "no disposable, clamp tubing" after going through a software version upgrade. No adverse patient effects were reported.